Manufacturer narrative:
Other relevant device(s) are: product ID: kit svc o2 bi71000163 tray asy 4 battery, kit svc o2 bi71000175r encl chrgr rfb h3/h6: a manufacturer representative went to the site to test the equipment. It was reported that the battery tray and charger assembly were replaced. The imaging system then passed the system checkout ,and was found to be fully functional. Evaluation codes 10, 120, 4307 no components have been returned for analysis. Codes 4114, 3221, 4315. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the battery indicator will not show more than 2 illuminated battery icons. It was confirmed that the system had been plugged in for a very long time. No patient.

Manufacturer narrative:
D10: product ID: bi71000175, lot #:rev. 2 : s/n (B)(6). Product ID: bi71000163, lot #: rev. 5 : s/n n/a. H3, h6: the battery tray was returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed. Fdm 10, fdr 120, and fdc 4307 are applicable to the battery tray analysis. The enclosure charger was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm 10, fdr 213, and fdc 67 are applicable to the enclosure charger analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.